Event description:
The customer reported that ortho provue gel camera misread the reaction of a donor sample using the abo grouping test. No error messages were posted. No erroneous results were reported. A reaction / test misread from the provue could lead to transfusion of incompatible blood. The likelihood of a serious injury due to a transfusion reaction is not remote.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and verified camera settings at 117. Fe also verified card images are straight and in alignment. No repair needed. This customer has not logged any complaints against this analyzer since the repair. (B) (4). Shipped on 01/24/2007.